Manufacturer narrative:
The suspect medical device as well as the olympus obturator, deflecting tip, 24 (a22085a) were not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2019-06-27). The investigation confirmed that the ceramic insulation at the distal end of the inner sheath has broken off. The cause of this damage could not be conclusively determined, but the breakage of the ceramic insulation is most likely caused by mechanical overload by the application of excessive force in combination with wear and tear. Therefore, this event/incident was attributed to use error. In addition, the referenced obturator was inspected as well and no abnormalities were found associated with the breakage of the ceramic insulation of the inner sheath. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral lithotripsy (tul) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell inside the patient's bladder while attempting to crush a bladder stone. The fragments were reportedly not retrieved and the intended procedure was cancelled. However, there was no report about an adverse event or patient injury.